Event description:
Innomed canal finder broke off in patient's bone. Surgeon was able to retrieve intact tip. No harm to patient.

Manufacturer narrative:
Report # mw51133547 was received at innomed, inc. (Innomed) from the center for devices and radiological health with the following event description documented "inomed canal finder broke off in patient's bone. Surgeon was able to retrieve intact tip. No harm to patient." The report did not identify a catalog number or an initial reporter to contact for return of the device. The internal complaints database was surveyed for all enties relating to canal finders and the described event. None were found. The CAPA database was also surveyed for the same. No entries were found.

Manufacturer narrative:
As stated in the previous report, a catalog number was identified, nor an initial reporter identified to contact for return of the device. Innomed surveyed the internal complaints database was surveyed for all entries relating to canal finders and the described event. No entries were found. The CAPA database was also surveyed for the same. No entries were found. Innomed did not receive the affected device in for inspectionand evaluation.

Event description:
Innomed canal finder broke off in patient's bone. Surgeon was able to retrieve the intact tip. No harm to patient.